Manufacturer narrative:
The complaint received states that approximately eleven months post index procedure, this (B)(4) study patient died of neurologic causes. This was an (B)(6) female with medical history including chronic obstructive pulmonary disease, dyslipidemia, coronary artery disease, hypertension, and previous stroke. Pre- and post- procedure the patient scored 0 on the (B)(4) stroke scale. The index lesion was left mid common carotid artery. An angioguard was inserted, advanced and deployed past the target lesion without report of difficulty. Pre-dilation was completed without report of difficulty. One precise stent was implanted at the target lesion without report of difficulty. 20% residual stenosis was noted. The patient was discharged two days post procedure on a plavix regimen. At the 30 days follow up, the patient again scored a 0 on the (B)(4) stroke scale. Approximately seven months post procedure, the patient was admitted to a hospice facility. The primary diagnosis was adult failure to thrive with associated diagnoses of hypertension, coronary artery disease, degenerative joint disease, anemia, aspiration pneumonia, dementia, malnutrition, status post right above-knee amputation, right femoral intervention, urinary tract infection, left carotid stenosis status post stent, cerebral vascular accident (cva) with right hemiparesis, chronic leucocytosis, diarrhea, and chronic obstructive pulmonary disease. The patient had a do not resuscitate (dnr) status when admitted to the facility. No further information has been available to date regarding the cva with right sided hemiparesis. It was reported that approximately eleven months post index procedure the patient expired. The stent remains implanted thus unavailable for analysis. The product was not available for evaluation; therefore, no extensive analysis could be performed. Additionally, as the sterile lot number was not provided, a review of the manufacturing route sheets could not be completed. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. No corrective action is required at this time. Many factors could have contributed to the occurrence of a stroke post stent implantation. Review of the limited information does not support a clinical conclusion between the device and the reported event; however, this patient was of advanced age and had a complicated medical status which may have contributed to the ischemic stroke and subsequent death.

Event description:
As reported by the (B)(4) study the patient died of neurologic causes eleven months after the index procedure. Information was received via the adjudication minutes reporting the cause of death as ischemic stroke. The target lesion was located in the mid left common carotid artery (cca). The lesion was described as 95% stenosed, non-thrombosed, with unknown calcification. Reference vessel diameter and tortuousity was unknown. A 6m angioguard rx was successfully deployed beyond the target lesion. The lesion was pre-dilated and a 9x30mm precise pro rx stent was successfully implanted. The angioguard was removed and it was unknown if debris was in the basket. Residual stenosis was 20%. No dissection occurred during the procedure. There were no air bubbles present during the procedure. The patient left the angiography suite with no neurological deficit. Information received via the adjudication minutes stated eight months after the index procedure, the patient was admitted to a hospice facility with a primary diagnosis of adult failure to thrive. Other diagnosis included hypertension, coronary artery disease, degenerative joint disease, anemia, aspiration pneumonia, dementia, malnutrition, status post right above-knee amputation, right femoral intervention, urinary tract infection, left carotid stenosis status post stent, cerebral vascular accident (cva) with right hemiparesis, chronic leucocytosis, diarrhea, and chronic obstructive pulmonary disease. The patient had a do not resuscitate status. No further information was available to date regarding the cva with right-sided hemiparesis. Eleven months after the index procedure, the patient expired.